Event description:
It was reported that during surgery, when limb is moved, the zimmer ats 3000 gives a line occlusion alarm and then an overpressure alarm. Additional clinical information was not obtained prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.